Event description:
The sterilization dots on the outside of the package and the inside of the package were both brownish-yellow instead of red. The implant was not used, and a 40-minute surgical delay resulted.

Manufacturer narrative:
Examination of the submitted packaging confirmed the outer box and outer blister detox dot is yellow and not the expected red color. The root cause was supplier process related. Corrective actions has already been implemented at the time of the investigation and have been documented. There have been no further complaints post corrective action implementation date. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.